Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4): the svc rep exchanged the customer's eos 40d camera back with a refurbished 40d camera back. No subsequent info was provided.(B)(4).

Event description:
The customer reported that the fluorescein images were transferring as all black. The color and red-free images were ok. The customer did not mention that they had to re-inject the pt with fluorescein or reschedule the pt exam. However, the info suggests that a repeat injection may have been necessary during the exam, or a rescheduled exam, due to the black transferred images.